Manufacturer narrative:
An event regarding crack/fracture involving an unknown exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, device details, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Device evaluated by manufacturer? Not available.

Event description:
The surgeon reported that the patient under went revision of a broken exeter stem which had previously been implanted 18 months ago.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the patient under went revision of a broken exeter stem which had previsously been implanted 18 months ago.